Event description:
It was reported that the insulin gauge was inaccurate. The customer¿s blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. Troubleshooting with tandem technical support indicated that the insulin gauge was accurate. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.